Event description:
It was reported that the patient's blood glucose levels reached 30 mmol/l (540 mg/dl). The pod was worn longer than 48 hours on the leg. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and no bends nor kinks were observed to the soft cannula.